Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an implanted impella cp generated suction alarms and came out of position into the aorta. The medical doctor attempted to reposition but was unable to do so. The pump pulled into the descending aorta. The pump was explanted and the patient survived.